Event description:
It was reported that an alert was received in the remote home monitoring system that the left ventricular automatic threshold (lvat) test was detected as greater than the programmed amplitude or suspended. Review of the presenting electrogram (egm) showed loss of capture (loc) on this lv lead. Further review was recommended to the clinic. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.